Manufacturer narrative:
(B)(4). Evaluation summary: this report for a transfer set leak was confirmed in the lab. The results of a sample evaluation revealed that both of the occluder feet were broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. A batch review was conducted and no issues were found related to the reported condition during manufacture of the lot. A root cause was not identified due to insufficient information, therefore, it was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A patient reported to baxter (B)(4) that on (B)(6) 2010, he realized that the transfer set leaked. Additionally, the twist clamp could not close. The transfer set was replaced on (B)(6) 2010. No patient injury or medical intervention was reported.